Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 215 mg/dl. System check was performed and the pump performed as intended. Customer reported that supplies would be changed and declined any further assistance from tandem technical support.